Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section g3/g4(aware date changed to 30-dec-2025) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called to report the pump was overheating and experienced hypoglycemia with symptoms affecting eyesight. The customer reported blood glucose value of 40 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-332a,mmt-1884,unomedical. Troubleshooting was performed and the customer was using the insulin pump system with auto mode/smartguard active, and reported a blank display on the pump that did not resolve after troubleshooting. Customer alleges pump is over delivering .the battery and contacts were found to be in good condition, and no pump damage was reported. The customer was instructed to discontinue pump use, revert to backup therapy per healthcare provider instructions, and place the pump in storage mode. Pump replacement was initiated and the customer understood the product replacement/return policy. No further patient complications were reported. No product replacement or return was required for mmt-332a,unomedical. Mmt-1884 was expected to return.

Manufacturer narrative:
Blank display due to corroded pcb1 and pcb2 board. No heating up noted. Unable to verify delivery anomaly due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed blank display was due to corroded pcb1 and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Device heating up is not confirmed. Unable to verify delivery anomaly due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.